Manufacturer narrative:
The analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the right side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected two remaining clips due to the cam condition. It was disassembled and no anomalies were found with the internal components. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported by the customer that the device would not fire clips during an unknown procedure. It was unknown if the device was being used under a stressful condition, or fired over a catheter. The customer also did not have any information regarding how the case was completed and patient consequence.